Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21cfr 803.56 when additional information becomes available.

Event description:
It was reported that computed tomography was reviewed, and a possible endoleak at the bifurcated. The endoleak is causing expansion of aaa, and no date set for sealing the leak and the patient is stable.

Manufacturer narrative:
Based upon the clinical findings, the reported event has been determined to be inconclusive. Forty-five months post implant, there was evidence to support: type ii endoleak from the inferior mesenteric artery. The presence of a type iiib endoleak was not confirmed. The devices remained implanted in the patient and were not available for evaluation. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Overall the investigation is inconclusive related to being a manufacturing or design issue.